Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dissections are known potential adverse effects that can occur during any invasive procedure. The device was not returned, and the root cause could not be determined from the information available. The issue was successfully mitigated through placement of two stents.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when the 18fr st. Jude sheath and delivery catheter system (dcs) were removed, a femoral dissection was found. Two viabahn stents were used to repair the dissection from the left common iliac artery to the common femoral artery (8mm x 10cm, and 10mm x 10cm). The bleeding was noted after both devices were removed.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Additional information regarding the patient's weight was received. Updated the weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.